Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs confirmed placement signal not reliable alarm triggers again but does not resolve for the rest of the case. The console was confirmed to have an intermittently failing lamp in the cases following and testing, though the specific oscillating contrast symptom was not reproduced. The root cause of the unreliable placement signal was a defective optical bench lamp. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During use, the placement signal was unexpectedly lost, and a "placement signal unreliable" alarm was generated. No patient harm reported.